Manufacturer narrative:
The specific implant date was not available, therefore the date (B)(6) 2020 was used as estimate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir was out of place. The component was removed and replaced. No additional information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient fell in the bathroom and start feeling discomfort in the area in which the reservoir of this inflatable penile prosthesis (ipp) was initially placed. A revision surgery was performed during which it was noted that the reservoir was out of place; therefore, the component was removed and replaced. No additional information was provided.